Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-nov-2021, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for ur inary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall and their ins and lead were explanted on (B)(6) 2019. It was noted that the doctor was unable to remove the whole lead. It was unknown if there were any diagnostics/troubleshooting performed. Also, it was unknown if any actions/interventions were taken to resolve the issue. It was unknown if the issue was resolved at the time of report. It was noted that the explanted devices were in the possession and it was unable to be determined if they would be returned to the manufacturer for analysis. There were no further complications reported or anticipated.